Manufacturer narrative:
According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Emdr section h6 codes updated to reflect results of investigation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated subject/study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on march 15, 2024 from the medrio study database: on (B)(6) 2020, this 53-year-old male patient underwent endovascular treatment for a thoracoabdominal aneurysm with monolateral iliac involvement. Patient was treated with a cook t-branch device and five gore® viabahn® vbx balloon expandable endoprosthesis devices. Gore vbx devices were placed in the superior mesenteric artery and bilateral renal arteries. The five vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All five devices were noted as patent at the end of the procedure. The patient experienced an acute kidney injury during this hospitalization that was noted to resolve without sequelae and was discharged to home on (B)(6) 2020. Code 2203-a used for no reintervention (occlusion reported but not resolved)